Event description:
It was reported, that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic. And the device was interrogated without any issues. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred and resulted in the loss of ble connectivity.

Event description:
New information received notes that a bluetooth reset was performed, and the paring was restored. No patient consequences were reported.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred and resulted in the loss of ble connectivity.